Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a new 250 ml octreotide bag was hung and infusion started at 10ml/hour at 2039. The device alarmed for air in-line at 2230 and the user noted the IV bag was empty. There was no patient harm and no medical intervention reported by the customer.